Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the manufacturer arjo (B)(4). Please note that while this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the manufacturing site arjo med (B)(4) as of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjo (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Facility informed ahus, qa that a resident fell out during a marisa transfer. Not aware of any injuries at this time. They are under the belief that one of the leg straps came loose during the transfer, and do not believe there is anything wrong since both the lift and the sling that were used are still in use at the facility (although they are aware of which device and accessory were used). Ahus service technician is expected on-site on (B)(4).